Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified several clot sensor errors. The fse replaced the pressure sensor and sample probe to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of sample clot errors and noticing bubbles in the patient samples. As a result, three (3) patient samples had either zero/ low or negative results flagged with the following error codes, ¿%, ?, ba, /, pl, l, k¿. The patient sample no. 0013 had creatinine result of negative (-0.214 mg/dl) with flags ¿g, l¿ and was repeated with a higher result of 0.413 mg/dl. None of the low results were reported out of the laboratory. Patient treatment was not impacted. Quality control (qc) was within their established range before the event. The customer provided examples of the erroneously low patient results for two (2) patient samples. Patient demographics were not provided.